Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. 510k: this report is for an unknown tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as approximately 1 week prior to intervention surgery, exact date is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. (B)(4)-no code available used to capture required intervention. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient originally had a trochanteric fixation nail advanced (tfna) set implanted into his right leg about a week prior to the intervention surgery. The post-operative film from the original surgery was good. The patient then subsequently fell and re-injured the proximal femur. An intervention surgery for a proximal femur of the right leg took place on (B)(6) 2018. During the intervention surgery, the surgeon moved the leg to get reduction of the new fracture. The implant itself was not moved, and remained the same. The surgeon then tightened the built-in interlocking screw on the helical blade with the torque limiting handle. The nail that was used was considered of an intermediate length, 12mm x 235mm. There were no malfunctions to any of the devices. No devices were explanted from the patient. There was no delay in the surgical procedure. The patient remained in stable condition. This report is for one (1) unknown tfna helical blade this is report 2 of 2 for (B)(4).